Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure not detected during our testing. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarms motor error during bolus and prime. Blood glucose value was 321 mg/dl. The insulin pump would be replaced and returned for analysis.